Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump was not working. The customer's blood glucose level was 320 mg/dl and 212 mg/dl. The customer stated that the insulin pump was not stopping rewinding. The customer stated that they were stuck in rewind. Customer stated they did not receive second series of beeps nor did numbers appear on the screen. Customer is not able to escape to the status screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and rewind test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm. Device received with normal operating current. Device passed self test. No unexpected rewind anomalies noted. No unexpected e/a alarm anomalies noted.